Event description:
It was reported that insulin leaked from the reservoir. The blood glucose reading was 132 mg/dl. The customer observed fluid in the reservoir compartment. He reported that the leak occurred past both o-rings of the reservoir. He also observed an air bubble in the reservoir. He was advised to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.